Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hysterectomy, a generator was connected to the robotic system. The cord was attached properly to the back of the generator (one plug attached to the device, the other attached to another device). The circulating nurse accidentally plugged the disposable cord into another device¿s port on the front of the generator. Once this error occurred, the device¿s arm on the robot began activating when it was closed on tissue. The robotic system was connected to another generator, cords were attached to the correct ports and the case was completed with no issue. There was no patient injury.